Event description:
It was reported that "white handle became loose and rotates, stopping uterine manipulation during a lavh.

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.